Event description:
The customer reported that some keys do not work. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that some keys do not work. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was clarified as the pacing function key not working. The pacing keypad was replaced to resolve the issue.